Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not alleged that the insulin pump was over delivering. Customer stated that there was a slit halfway on the back of the insulin pump. The device will not be returned for analysis.